Manufacturer narrative:
A visual inspection was performed on the returned device. The reported core separation was confirmed as a shaping ribbon separation. The reported polymer separation could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The guide wire was returned with blood and contrast visible on the polymer coated core and coils. This is consistent with use. The shaping ribbon was returned separated distal to the center solder, confirming the reported core separation as a shaping ribbon separation. The coils were stretched distally from the center solder, then separated distal to the center solder. The separated shaping ribbon and coils, including the tip ball, were not returned. The separation appears to be not a bond failure suspect. The polymer coating was intact and did not separate as reported. A cine was received and reviewed by an abbott clinical specialist. The reviewer stated ¿it was reported that a ht bmw universal ii guide wire fractured and the distal 8cm was left within the patient free floating in the aorta. Image 1 shows a radiopaque portion of the guide wire extending into the aorta with an arrow pointing at the guide wire. Image 2 shows the guide wire within the lad. The end of the wire appears to be fractured or kinked. The image is grainy and as it is a still image, the movement of the wire cannot be assessed. As the report clearly indicates that a portion of the wire was left inside the patient after removal, the images confirm that the wire has fractured. A probable cause cannot be determined from the images provided.¿. In this case, return device analysis noted that the coils at the separation were stretched. This indicated the guide wire likely interacted with the patient¿s mildly calcified, mildly tortuous, and 90% stenosed anatomy or an accessory device during removal. Manipulation of the guide wire during interaction with the patient¿s anatomy or an accessory device many have contributed to the reported material separation (shaping ribbon and coils). Additionally, the separated portion of the guide wire remains in the anatomy. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, return device analysis noted that the coils at the separation were stretched. This indicated the guide wire likely interacted with the patient¿s mildly calcified, mildly tortuous, and 90% stenosed anatomy or an accessory device during removal. Manipulation of the guide wire during interaction with the patient¿s anatomy or an accessory device may have contributed to the reported material separation (shaping ribbon and coils). Additionally, the separated portion of the guide wire remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the distal anterior interventricular (iva) artery with 90% stenosis, mild calcification and mild tortuosity. The access site was the left femoral artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced without resistance and was used successfully. The bmw guide wire and the nc trek balloon dilatation catheter (bdc) were removed at the end of the procedure without resistance and realized that a radiopaque part of the bmw guidewire remained in the distal extremity in the iva - proximal extremity in aorta, free floating. It seems that the coil and the polymeric envelope remained in the vessel (about 8 cm of residual material from the distal left anterior descending artery to the aorta where part of the bmw guide wire was present). The vessel was stented (xience skypoint) from mid to proximal, but no techniques of stenting of bifurcations were used, therefore, the bmw guide wire did not cross any stent strut and/or critical stenosis. There was a clinically significant delay in the procedure that resulted in significant exposure to rays and quantity of contrast. No additional information was provided.